Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a heavily calcified common femoral artery after an interventional procedure. Reportedly, the device "didn't work" and "it didn't close the artery". The sheath was reinserted and manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report. (B)(4): failure to follow steps or instructions (use of 18 fr sheath in heavily calcified artery).